Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was difficulty opening the array. The patient was undergoing a radiofrequency ablation (rfa) procedure for a tumor. A 4.0/15/15 leveen coaccess was selected for use. During the procedure it was noted that the array "would not open consistently". No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned electrode found the array to be fully retracted. No visible damages were found to cannula or handle. No visible damages were found to coaccess cannula-stylet introducer set. A functional evaluation extended and retracted the tines completely and without resistance. The tines were evenly spaced and undamaged. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported there was difficulty opening the array. The patient was undergoing a radiofrequency ablation (rfa) procedure for a tumor. A 4.0/15/15 leveen coaccess was selected for use. During the procedure it was noted that the array "would not open consistently". No patient complications were reported and the patient's status was stable.